Event description:
The customer called lfs in 2002 to report ot basic meter was reading inaccurately low. This call was documented by ccr. Per ccr's notes in potential medical tab: "customer said customer went to hosp because customer was having pain; and said they had miscarriage. Customer was comparing meter results to ER meter and doctors lab." Per casepoint questions: "customer said they went to hosp because they were having pain and had miscarriage; blood glucose at hosp read over 500. Customer went to other gynecologist and their meter over 600 (lab) hba1c".